Event description:
The hospital reported that three minutes after initiating bypass leakage was noted from the bottom of the oxygenator. The device was changed out at that time and the patient was not affected.